Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab insertion difficulty is confirmed. During the investigation, the bladder was returned unwrapped and numerous kinks were noted to the central lumen in the bladder section, near the iabc distal tip. These findings can result in difficulty inserting the iab catheter into the patient. The root cause of the kinked central lumen is undetermined, but a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that "after the intra-aortic balloon (iab) was inserted, the iab cannot be pierced 15 cm behind the balloon, the guide wire in the balloon is kinked". As a result, the iab was replaced, and the operation was successful. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that, "after the intra-aortic balloon (iab) was inserted, the iab cannot be pierced 15 cm behind the balloon, the guide wire in the balloon is kinked." As a result, the iab was replaced, and the operation was successful. There was no report of patient complications, serious injury, or death.